Event description:
The customer reported via phone call that he had a sensor glucose versus blood glucose differences. Customer's blood glucose was 230 mg/dl. After troubleshooting was done, customer was advised to turn off sensor and wait to reconnect to old sensor. Customer was advised and explained calibration and when to calibrate.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.